Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer declined to state if the blood glucose level was impacted. The customer declined tandem technical support's offer to troubleshoot as the insulin level was low in the cartridge. The customer indicated that the supplies on the pump were to be changed.